Event description:
Appears to be atrial under sensing on at/af episode. Atrial under sensing does not appear to affect mode switch. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)